Event description:
It was reported that caller experienced cartridge change error and sought guidance on how to resolve it. There was no reported impact to the customer¿s blood glucose level. Caller ended discussion before troubleshooting could be completed, and technical support noted that customer¿s pump was out of warranty and processed out-of-warranty loaner pump, with no further actions required at that time.